Manufacturer narrative:
A product labeling review identified that the device was used per the instructions for use, IFU/product label. However, the IFU states that if resistance to deployment is encountered, and repositioning of the implant is required, the physician should rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes. The physician should also reposition the implant to an optimal depth, using lateral fluoroscopy to verify placement. After confirming optimal placement, the physician should rotate the driver clockwise to re-deploy the implant, as this is one of several risks associated with the procedure.

Event description:
It was reported that during an indirect decompression (ID) spacer implant procedure, the driver prongs would not engage the head of the screw, which prevented the deployment of the cam lobes. A different spacer was used and the procedure was completed successfully. Device analysis revealed that the apertures of the spindle were slightly stripped, and severe abrasion was observed on the mating surface of the actuator. However, the implant functioned acceptably during the functional test.